Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was attacked prior to his ipg replacement surgery (reference MFR. Report: 1627487-2016-05699). After the incident, the patient experienced loss of left side stimulation. In addition, diagnostic testing indicated four low impedance contacts. X-rays indicated the lead had migrated. Reprogramming was attempted to no avail. Surgical intervention is planned as the next course of action.